Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
Correction : date of event, describe event or problem, unique identifier (UDI) #, initial reporter addr 1, initial reporter city. Additional information: medical device serial, concomitant med prod data, initial reporter zip, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 - insufficient information a141204 - pumping stopped a072103 - intermittent continuity a26 - insufficient information e2321 - low blood pressure/hypotension there was patient involvement. A report was received from health canada's canada vigilance program which states, "pump stated connection failure and turned off. Pt became hypotensive. Running vasopressors."

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 - insufficient information. A141204 - pumping stopped. A072103 - intermittent continuity. A26 - insufficient information. E2321 - low blood pressure/hypotension. There was patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a,g codes.